Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call on (B)(6) 2018 that the sensor was not sticking. Blood glucose level at the time of incident was over 500 mg/dl and treated with insulin pump. Customer's blood glucose level at the time of call was 89 mg/dl. Troubleshooting resolved issue. Products will not return for analysis.